Event description:
It was reported to resmed that an astral device displayed an error message (sf140) related to alarm priority. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Customer declined repairs; device was scrapped per customer request. Resmed reference #: pr (B)(4).